Manufacturer narrative:
Explant was reported to be due to aortic insufficiency. All three leaflets had fibrous thickening and contained calcifications, which limited leaflet mobility. There was circumferential fibrous pannus which narrowed the inflow and outflow surface on leaflets 2 and 3. All three leaflets had tears, one of which was associated with a calcification. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the pannus formation, calcification and tears could not be conclusively determined. Calcification is a known event associated with tissue heart valves.

Event description:
On (B)(6) 2013, a 25mm trifecta valve was implanted. On (B)(6) 2019, the 25mm trifecta valve was explanted due to aortic insufficiency. The device was replaced with a 21mm on-x mechanical device. The patient was discharged home in stable condition.

Event description:
In 2012, a 25mm trifecta valve was implanted. On (B)(6) 2019, the 25mm trifecta valve was explanted due to aortic insufficiency. Additional information has been requested.